Manufacturer narrative:
During the procedure, the perfusionist noticed a pink tinge in the pvc cardioplegia coil ice bath. The pt was given antibiotics as a precaution. There was no pt injury reported. Risk management was contacted. She stated that the perfusionist could not see any abnormalities or obvious holes in the tubing. When the tubing was pressurized, a small leak was seen in the coil. A sorin group rep was allowed to visually inspect the pvc coil with risk management. The perfusionists observation was confirmed, no obvious abnormalities could be seen. The pvc coil was not returned to sorin group USA for evaluation. No testing was performed. Two pvc coils were pulled from production inventory. No abnormalities were seen during visual inspection. Pressure testing at 15 psi for four hours did not produce any leaks. There have been no other reports of failures with the pvc coils. Since the device was not returned, the cause of the leak can not be determined. No further action is planned at this time.

Event description:
During the procedure, the perfusionist noticed a pink tinge in the pvc cardioplegia coil ice bath. The pt was given antibiotics as a precaution. There was no pt injury reported.